Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 66 mg/dl. Reportedly, the customer had an alternate pump and manual injections available for insulin therapy.